Manufacturer narrative:
(B)(4). The complaint neopuff is not expected to be returned for investigation. However, the complaint device has been assessed by our distributor. Our analysis is accordingly based on the description of events and our knowledge of the product. The distributor reported that the gas inlet port was broken and that the plastic cover for the manometer adjustment screw has been pushed in. A lot check revealed no other complaints of this nature for this lot number. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Without the return of the complaint neopuff, we are unable to determine what caused the problem observed by the customer. However, it is possible that the damage to the neopuff fascia and gas inlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" a replacement fascia, valve system and manometer has been supplied to the customer.

Event description:
A healthcare facility in (B)(6) reported via our distributor that the gas inlet port of an rd900 neopuff infant resuscitator is broken. No patient consequence was reported.